Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.

Event description:
It was reported that during patient use, the ventilator exhibited a flow-sensing error, resulting in early termination of the expiratory phase and auto-cycling. The device initially functioned as expected; however, after approximately one hour of use, the ventilator began alarming for a high respiratory rate. The ventilator continued to provide ventilation support; however, the observed auto cycling resulted in patient-ventilator dyssynchrony. The patient was given increased sedation and administration of paralytics, which helped stabilize the patient¿s condition and alkalosis. The hospital claimed that the patient's hospitalization was prolonged due to the event. The patient was transitioned to another ventilator without further reported complications.